Manufacturer narrative:
MDR 3003442380-2024-01519 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was detached from the connector. The issue occurred with three similar types of infusion sets used for two days. No further information was available.